Event description:
A report was received that the patients ipg was not charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg was not charging. The patient underwent an ipg replacement procedure.